Manufacturer narrative:
Concomitant medical products: liner 20 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells; item#00632005032; lot#62626773. The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to chronic dislocation and failed abductor muscles.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Event description: it was reported that the product was implanted on (B)(6)2017 and revised on (B)(6)2020 due to chronic dislocation and failed abductor muscles. A constrained liner was implanted in the revision surgery. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Patient data: (B)(6), female, born 16 apr 1942, 55 kg, 160 cm, bmi: 21.5. Contributing condition: patient anatomy: scoliosis. Otherwise, no medical data has been received. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination is approved by zimmer biomet, but per u.s. Regulations, ceramic heads are not to be used with constrained liners. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the product was implanted on (B)(6)2017 and revised on (B)(6)2020 due to chronic dislocation and failed abductor muscles. A constrained liner was implanted in the revision surgery. It is possible that the patient's condition (scoliosis and failed abductor muscles) had increased the risk of dislocation. However, as no medical records such as x-rays and implantation report were provided evaluation of the joint restoration could not be performed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). In conclusion, due to the significant lack of information, neither an in-depth investigation could be performed nor could an exact cause be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).